Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was completely off and was not turning on. A field service engineer found the auxiliary 3 drawer 1 had a faulty drawer board, replaced the drawer board and completed testing, confirming proper functionality, operation was verified through the inventory application with no issues observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary failed to turn on. The customer unplugged and replugged the cable but still issue persist. There were no adverse events or injuries reported based on this event.